Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive to menu presses and the announcement icon, resulting in stopped pump therapy and necessitating replacement. Symptoms included no device alerts or alarms and no reported clinical effects. Outcomes included continuation of therapy using a replacement device with the original device pending return. Investigation included initiating an out-of-box replacement process and arranging for device return for assessment. Investigation of this device revealed a screen or user interface malfunction consistent with a hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface hardware.